Event description:
On (B)(6), 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) (year not specified). The patient manages her diabetes with 1000mg of metformin, 5mg of actos, and 1.6 units of victoza. According to the csr's documentation, after the alleged power issue occurred the patient reportedly skipped her actos regimen that evening (time unspecified) and approximately six hours after the reported meter issue occurred the patient developed symptoms of sweating and fatigue. It is unclear if the patient administered self-treatment after the onset of her reported symptoms. According to the csr's documentation, during her doctor's office visit (on (B)(6) (year not specified) at 9:15am) the patient reportedly obtained a blood glucose result of 79mg/dl with the doctor/clinic's meter and was advised by her physician to discontinue the actos medication since her blood glucose was running to low. At the time of troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c19 and a low /dead battery. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.